Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2008. It was reported that the pt is feeling stimulation. The pt normally charges every 3 to 4 months. But, after the last recharge, her ipg was completely depleted after one month. Pt has not had any programs changed in over 6 months. A replacement charger is sent to the pt. Attempts to obtain add'l info from the pt has been unsuccessful. No further info is available at this time.